Event description:
While performing a total disc replacement at l5-s1, the inserter broke off in the implant during insertion. The surgeon then retrieved the broken piece of the inserter from the implant. When the inserter broke during implantation the poly inlay was also damaged. This required the surgeon to open a second poly inlay and use that to complete the implantation of the device. There was no patient issue. This is 1 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material corresponded to the specifications. The hardness was measured and met specifications. Placeholder.